Manufacturer narrative:
Device received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and retainer ring was came off. The customer blood glucose level was over 400 mg/dl at the time of incident. The customer stated that the reservoir was not lock into place. Customer stated the insulin pump had cosmetic damage. The insulin pump will be returned for analysis.